Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -11.0/+3.5/94 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was repositioned due to lens rotation not associated to a low vault but it did not resolve the problem. On (B)(6) 2022 the lens was exchanged for a spherical lens of same length. The exchange resolved the problem.

Manufacturer narrative:
Corrected data: h6- medical device problem code: 1494- off label use (age<21 at time of implant). Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation: lens was returned dry with residue/debris on product in a micro-centrifuge vial. Visual inspection found a deformed optic and haptic. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).